Event description:
It was reported that a dexcom g6 continuous glucose monitor did not pair with the ilet due to an incorrect transmitter serial number entered in the device, after which correction of the serial number restored insulin delivery. Symptoms included hyperglycemia with glucose outside 70¿180 for about three hours, without loss of consciousness or diabetic ketoacidosis, and with negative ketones. Outcomes included no medical intervention, no backup therapy use, and resumption of usual insulin delivery once pairing was corrected. Investigation included remote troubleshooting and user education to verify and correct the transmitter serial number within the cgm information screen. Investigation of this case revealed user input error of the transmitter serial number as the cause of the pairing failure. It was concluded that the event was attributable to use error and resolved with corrective education and correction of the transmitter identifier.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.